Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported the last time stimulation was felt or the device was charged was in august of 2016. According to the consumer sometimes they had to push the recharger in their back so hard to achieve coupling bars that it was very uncomfortable, but if they pushed it into their back with their pillow they could get to a full charge faster. Starting a couple of months prior to (B)(6) 2017 the implantable neurostimulator (ins) was completely dead ¿in 17 months¿ and not working. The consumer attempted to charge twice but was unsuccessful and was looking for information on ¿faulty batteries¿ and what to do to fix this. On (B)(6) 2017 the consumer met with the manufacturer¿s representative (rep) who performed two jump starts but the implantable neurostimulator (ins) was completely dead, so a normal recharge screen was never achieved which was confirmed by the physician¿s office. The device was never restarted so the consumer was referred to their physician for a replacement. On (B)(6) 2017 the consumer called to report the ins went dead after 15 months so they hadn¿t been able to use it, but they didn¿t know why this happened. In (B)(6) 2017 the consumer was also in a car accident which was noted as possibly related to the issue. The battery was replaced on (B)(6) 2017. No further complications were reported/anticipated. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.